Event description:
The customer reported that the alarm is intermittent. They reported that this occurred with all sensor pads tested. No patient injury was reported.

Manufacturer narrative:
(B) (4). Results - evaluation of the returned product shows that the unit functions passed testing. (B) (4).